Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open stoma returning procedure, while the device was used to close the joint, the device was able to fire but had a poor staple formation. The jaw could not be closed, it only had the knife and the nail and it was not shaped. They tried to hit it again to resolve the issue and complete the case. No patient injury.